Event description:
Customer reportedly received results of 228 mg/dl and 118 mg/dl within 10 minutes on the performa nano system. No actions taken based on device results. No adverse event reported. Requested return of suspect device however customer no longer has the test strips; replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6). Manufacturer was not able to obtain this information.

Manufacturer narrative:
The event occurred in (B)(4). Manufacturer was not able to obtain this information.